Manufacturer narrative:
Summary of investigation: without closed samples and/or defective samples a proper analysis cannot be performed. Batch manufacturing record: without code-batch number, we cannot check the information regarding product stock or batch manufacturing records. Conclusion root cause analysis: it has not been possible to determine the root cause because no samples were received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with dafilon suture. The client reported that the thread is broken. No further information received, dafilon code anf batch not known. Complaint received of a pack that contains dafilon sutures.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k151165. If additional information becomes available a follow-up report will be submitted.